Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported on a community discussion board that the customer has had issues with continuous chemotherapy infusions running behind when using alaris devices, sometimes as much as 2-3 hours. Customer has implemented protocols within their facility allow nurses to adjust the infusion rates to help eliminate the under infusions. There was patient involvement however patient impact was unknown.